Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The reported issue could not be reproduced. As a precaution, the syringe driver power and communications cable was replaced. Subsequently, the device completed all testing successfully.

Event description:
It was reported that the infusion driver on the metra did not drive medications forward. This resulted in the device user (du) having to administer medications manually.